Event description:
Alcohol was used to prepare pt's skin. Therapist applied anchor fix (adhesive underwrap) to pt's shoulder. Upon removal of anchor fix, several small pieces of skin were removed from the pt's shoulder, causing irritation.

Manufacturer narrative:
Previously, prod instructions were placed in kits that included this item. As a corrective action, cautionary labels have been placed on all stock for this item, recommending the use of skin barrier wipes to help prevent skin irritation. Attempted to contact customer multiple times since complaint was first made to north coast medical. Unable to gather adequate info until 5/23/07. Dates of contact to user of prod. On 04/11/07;04/13/07;04/19/07 spoke to reporter. On 05/01/07; 05/07/07; 05/11/07 spoke to user. Did not know user. 05/11/07 voice mail from reporter. On 05/23/07 spoke to another user. Rec'd info about event.